Event description:
It was reported that at 0 joules of use, a "spark when sliding the fiber into the scope was observed; "fiber was pulled out and the tip was burned". The fiber was exchanged and a second fiber was used to complete the procedure. The patient outcome was reported as: "ok."

Manufacturer narrative:
Updated product evaluation: based on the analysis above, the potential for forward firing may exist.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-435a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits mild contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.